Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (6) 2023. It was reported that the patient's blood glucose level was greater than 13.9 mmol/l (250.2 mg/dl). Symptoms reported include hyperglycemia. It was noted that there were communication issues with the personal diabetes management (pdm) and the pod at activation. The patient was treated with insulin injections and multiple tests were run (specific tests not provided). The patient was released on 14dec2023.